Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system failed due to component failures. A field service technician replaced communication sled which was defective and retractor band to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system failed, machine was taken out of the room and was switched in the beginning of a procedure. Customer added that the machine was taken out of the room and was switched. There was no additional information released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-jun-2022 to 07- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that comm sled failure. The field service technician initially replaced a faulty comm sled, but it was also defective. Also replaced a drawer 2.2 retractor band with exposed wires. After replacing the comm sled a second time, the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that bd pyxis anesthesia es system was failed, and machine was taken out of the room and replaced because it stopped working at the beginning of the case. There were no adverse events or injuries reported based on this incident.